Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code message. The patient went to the emergency room and mentioned that there was too much fluid build-up, which was drained before the patient returned home. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.